Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to dehyadration, and hyperglycemia event. Blood glucose level was 500 mg/dl at the time of the event and patient got treated with intravenous insulin. The duration of hospitalization was greater than 24 hours. Patient was experienced the symptoms of confusion, sick/unwell, flu like headache, tired/weak, altered vision/vision changes, extremity pain/cramps, and increased thirst. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.